Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have ben no other complaints reported in the lot number. Add'l info was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A technical manager reported an intraocular lens (iol) was exchanged due to a refractive surprise. Add'l info has been requested.